Event description:
A talent stent graft was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 15 months ago. The vessel and aneurysm morphology at the time of implant was unk. Currently, the vessel morphology was reported as the aortic neck is short in length and conical in shape. It was reported that the pt returned for a routine f/u. The routine f/u CT demonstrated that the stent graft had migrated distally 4 mm with a small proximal type I endoleak present on the right side just below the renal arteries. The aneurysm has expanded approx 1 cm since from the time of implant. The pt will be treated within with an aortic cuff. No add'l clinical sequelae were reported and the pt is fine.

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient was sucessfully treated with a 32 mm diameter endurant cuff sixteen months post index procedure. The proximal type I endoleak was ballooned; however, the right renal was intentionally partially covered by 1-2 mm in order to get a good seal. The proximal endoleak was resolved. A distal type 1 endoleak (ipsi side) was also noted. This was successfully treated with an 84 x 84 endurant iliac limb. No additional clinical sequelae were reported and the patient is fine. (B)(6).

Manufacturer narrative:
(B)(4). Eval, results: (migration, endoleak). Conclusion: (short and conical aortic neck).